Event description:
Rn staff reports intermittent problems with "click-lock" injection site occlusion and inability to flush/administer medications/solutions, when employing use of infusion device, the occlusion alarm alerts the nurse, when investigating the origin of the occlusion, at the time of disconnect, solution splash occurs, predisposing staff to exposure occurrence. No pt injuries sustained.